Manufacturer narrative:
Product event summary: data files and the 2af283 balloon catheter with lot number 20311 were returned and analyzed. One patient data file was received and recorded on the reported date of the event. The patient date file showed one application was performed using the console with serial number (B)(6) and a balloon catheter with lot number 20311. The patient data file also showed eight applications were performed using the console with serial number (B)(6) and a balloon catheter with lot number 17140. The patient data file didn't show any system notices on the reported date of the event. The failure file was not received. The image files received showed system notice 50005 ' the safety system detected fluid in the catheter and stopped the injection' displayed on console's screen. Visual inspection was performed and external visual inspection of the balloon segment showed fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 13 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005. During inspection and pressure testing of the shaft segment, multiple kinks were observed on the guide wire lumen at 0.73 inches, 0.98 inches, 1.42 inches, and 1.54 inches proximal to the catheter tip and a breach was observed to the guide wire lumen. In conclusion, the balloon catheter failed the returned product inspection due to a breach observed on the guide wire lumen and several kinks/twists observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The electrical umbilical cable, auto connection box  and coaxial umbilical cable were replaced without resolve. The console was restarted and the power supply replaced without resolve. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.